Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod for longer than 48 hours. Symptoms reported include vomiting, dehydration and weakness. In addition the patient reports having trouble walking. Once at the hospital the patient was treated with both intravenous fluids and insulin. The patient was transferred to another hospital where they were admitted to the intensive care unit (ICU). The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.